Manufacturer narrative:
As reported, the color in the indicator window of a 6f exoseal vascular closure device (vd) did not change even though the sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The physician pulled back the non-cordis sheath and the vcd after indicator the wire deployed. He stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The exoseal was prepped according to IFU instructions. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18401558 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color in the indicator window of a 6f exoseal vascular closure device (vd) did not change even though the sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The physician pulled back the non-cordis sheath and the vcd after indicator the wire deployed. He stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The exoseal was prepped according to IFU instructions. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.